Manufacturer narrative:
Patient identifier, multiple = sid: (B)(6). There was no additional patient information provided due to privacy issues. During the site visit, the field service representative inspected the instrument and replaced the ict pinch valve tubing to resolve the issue. Return testing was not completed as returns were not available. The alinity c processing module, serial number (B)(4) service history review, revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of the tubing, ict pinch valve, part number c-35016640-01, did not identify a trend or systemic issue for the part. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trend for the issue associated with this ticket. A search for non-conformances was performed and there were zero non-conformances identified for the part. The alinity ci-series operations manual and the alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant ict results and the removal, replacement and verification of the tubing, ict pinch valve. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn ac01692, or the tubing, ict pinch valve, part number c-35016640-01 was identified.

Event description:
The customer reported a falsely elevated potassium (k) result on one patient generated on the alinity c processing module. The results provided were: on (B)(6) 2020. Sid: (B)(6), initial = 6.6mmol/l (customer's normal range is 2.5 - 6.5mmol/l) / retest = 5.3mmol/l. The customer also reported a falsely depressed k result on one patient. The results provided were: on (B)(6) 2020, sid: (B)(6), initial = 3.0mmol/l / retest = 2.5mmol/l. There was no reported impact to patient management.